Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 256 mg/dl, 53 mg/dl at the time of the incident and current blood glucose was 286 mg/dl, 256 mg/dl. The customer¿s blood glucose 56 mg/dl and 119 mg/dl. The customer was treated with insulin pump and food. The customer doesn't allege pump was under delivering. The customer reported that the insulin delivery was not suspended due to sensor blood glucose values. The customer was advised to monitor pump and blood glucose. The insulin pump and sensor will not be returned for analysis.